Event description:
The customer's husband stated that the customer was hospitalized, due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 355 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning and passed all functional testing. After testing, it was concluded that the device operated within specifications.